Manufacturer narrative:
The insulin pump had blank display due to moisture damage on the display window board and motherboard. Unit had scratched display window. Unable to perform functional tests including displacement, prime, basic occlusion, occlusion, rewind and the excessive no delivery alarm test due to blank display.

Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 26 mg/dl. Customer stated that he did not eat while he was traveling on bus. Nothing further was reported.